Event description:
A mayfield base unit was found to be "broken" while the pt's head was fixated into the skull clamp. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.